Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained that a lead revision procedure was never performed. The field representative believed there was blood drawn during the pericardiocentesis, but after that there was no further accumulation, so it remained unknown if a lead perforation was the cause. After the pericardiocentesis, the patient's blood pressure never recovered, and the patient died two weeks later with the cause of death reported as respiratory failure. No autopsy was performed. The product will not be sent back, as the device system was not explanted post-mortem.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this (B)(6) old patient with this pacemaker system had a suspected perforation and a pericardiocentesis had been done a week after implant. The physician was unsure if the cause was the right atrial (ra) or right ventricular (rv) lead. Lead measurements were normal at implant and the day following the implant. Treatment options were being considered by the physician as the patient had been in poor health prior to the implant and continued not to do well. The patient was never discharged from the hospital after the implant, or after the pericardiocentesis. Additional information has been requested from the field.